Event description:
The patient used the suspect device to check their blood glucose and obtained results in the 50 mg/dl range. Two incidents occurred where patient had symptoms of hyperglycemia. Both events required hospitalization and treatment. Patient was also diagnosed with dka. Lab glucose values were 700 to 981 mg/dl. Treatment consisted of an insulin IV drip. Glucose controls were not in use on the system. The suspect device was replaced with new product, then authorized for return to the manufacturer for eval.